Event description:
Facility reported an internal blood leak (14th use). Estimated blood loss is 250cc. No pt ill effect. No medical intervention. Sample is not available for examination. Medwatch filed on the bloodloss.

Event description:
Facility reported an internal blood leak (14th use). Estimated blood loss is 250cc. No pt ill effect. No medical intervention. Sample is not available for examination.